Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the meter and pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged call service issue was verified in the black box but not duplicated in the evaluation. Review of black box data found record of the reported call service alarm on the event date. The total daily delivery added up correctly and reflected the user¿s programmed basal rate. Using the returned caps, the pump powered up and functioned properly. The pump delivery accuracy was found to be within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Pump casing was opened and no evidence of moisture intrusion or other anomalies was found inside the pump.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on the same day the patient experienced elevated blood glucose (bg) of 544 mg/dl with no signs or symptoms of hyperglycemia associated with a call service alarm. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The pump had reportedly emitted a call service 088 alarm, but the alarm only occurred one time. There was no indication of a product malfunction identified during troubleshooting. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.